Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states: "intraoperative or postoperative bone fracture and/or pain." This report is number 4 of 4 mdrs filed for the same event (reference 0001825034-2013-00526 / 00529). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty and that a revision procedure was performed due to patient allegations of pain and loosening. A review of invoice history confirmed that the primary surgery took place on (B)(6) 2007 and that a revision procedure was performed on (B)(6) 2008 in which all components were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2008 was due to acetabular cup loosening, pain and metallosis. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009. Patient alleges pain and loosening. Additional information provided in revision invoice confirms revision date. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. The stem was not removed in the revision procedure on (B)(6) 2008. This report is number 4 of 4 mdrs filed for the same event (reference 0001825034-2013-00526 / 00529).